Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. A device history review could not be completed as no batch number was provided. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. H3 other text: see h.10.

Event description:
It was reported that syringe 1ml s/t bns plunger was sticking in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 301025, batch no: unknown . It was reported that the plunger was sticking in the syringe. Customer response 6/17/2020. What is the date of the event? Unknown. What is the lot number? Unknown. Was there serious injury? Unable to confirm. Did the course of treatment change? Unknown. Was there exposure to blood/bodily fluid? Unknown. Was there medical intervention? Unknown. Were there any other actions taken? Unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that syringe 1ml s/t bns plunger was sticking in the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 301025 batch no: unknown. It was reported that the plunger was sticking in the syringe. Customer response (B)(6) 2020: what is the date of the event? Unknown. What is the lot number? Unknown. Was there serious injury? Unable to confirm. Did the course of treatment change? Unknown. Was there exposure to blood/bodily fluid? Unknown. Was there medical intervention? Unknown. Were there any other actions taken? Unknown.